Manufacturer narrative:
H6: health effect clinical code: 4581 (angle closure, significant reduction of ica, shallow ac). Claim#: (B)(4).

Event description:
A facility representative indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure, significant reduction of irido-corneal angles and shallowing of ac. The lens was exchanged for a shorter length lens and the problem resolved. The cause of the event is unknown.